Manufacturer narrative:
Per the surgeon, initially the skin overlying the implanted device broke down and the patient subsequently underwent a skin revision surgery (specific date not reported) for a scalp rotation flap. The patient was then treated with oral antibiotics (specific date and duration not reported) for an infection at the implant site that occurred after the skin revision surgery, which led to the device explantation. The surgeon also reported that there was skin necrosis.

Event description:
Per the clinic, the patient developed an infection followed by skin dehiscence, resulting in implant extrusion (specific date not reported). The device was subsequently explanted on (B)(6) 2025. There are no plans to re-implant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.